Manufacturer narrative:
H11: section a through f, the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when they pulled the PICC line, they discovered a hole in the line around the 5 or 6cm mark. The catheter was secure with the statlock. The leak was internal 5-6 cm inside. No additional intervention needed to remove PICC, a vascular study was done to ensure no clot formation. A new PICC was inserted on the following monday. No delay in treatment, that was the next chemo dose day.